Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) surgery. During surgery, the inserter handle was broken. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis results: visual and optical examination identified that the handle shaft has been sheared off at the laser welded area. This is consistent with overload. If information is provided in the future, a supplemental report will be issued.